Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated recurrent alert 65 during an infusion set change and after restarts, and the alert persisted following a successful firmware update and multiple device restarts, indicating an audio alarm malfunction consistent with an audio over/under current condition affecting the alarm subsystem. Symptoms included an inaudible or unreliable audio alarm. Outcomes included continued use of the existing device for insulin delivery with a replacement arranged. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.